Event description:
The reporter stated that the device had a broken syringe holder. There was no patient injury or treatment associated with this event. During the evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. The complaint was verified of the device having a broken syringe holder. During evaluation, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.